Event description:
The cardiologist attempted arteriotomy closure using a techstar xl 6fr device. When deploying the device, the posterior needle did not present. Needle backdown was unsuccessful. The pt was taken to surgery for device removal and arterial closure. Surgery was successful and the pt recovered without further incident. The vascular surgeon noted that the posterior needle was lodged in the barrel. He had difficulty removing the needle from the arterial wall due to excessive fibrotic tissue and said the needle stall was most likely caused by obstruction in the arterial wall.